Event description:
Reporter indicated that on both system diagnostics test and normal mode diagnostics, the elective replacement indicator indicated yes. The generator has been implanted for 9 months. A battery life calculation using sufficient programming history estimated 7.7 years remaining until eri=yes, indicating a possible device malfunction. There was no report of the patient experiencing any injury or trauma that may have damaged the vns therapy system. Revision surgery is likely.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.